Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/18/2023. The following additional information was requested, but unavailable: how many minutes was the procedure prolonged? Was the patient treatment or post-operative care altered in anyway due to the prolonged surgery time? If yes, please explain. Was there any patient impact (ie. Additional treatment required) and/or adverse patient outcome due to the prolonged surgery? Contacted with the sales rep today via phone, please refer to the event description and other information requested is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: was there any adverse consequence associated with the patient? Surgery time prolonged. It was mentioned that the same suture was broken four times. Could you please confirm if the same product (one suture) broke 4 times or 4 different products broke during surgery? The same product (one suture) broke 4 times. What is the total number of products involved in this event? One. Did the event occur during one or multiple patient procedures? One patient. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How many minutes was the procedure prolonged? Was the patient treatment or post-operative care altered in anyway due to the prolonged surgery time? If yes, please explain. Was there any patient impact (ie. Additional treatment required) and/or adverse patient outcome due to the prolonged surgery?

Event description:
It was reported that a patient underwent a cervical conization on (B)(6) 2023 and suture was used. During the procedure, after suturing the cervix with suture, the surgeon pulled the suture and tied the knot. The knot broke before it was tightened, and then it broke again after it was tightened again. The same suture was broken four times. The doctor did not change the suture and continued to sew. The cervical conization surgery was completed. The surgery was prolonged. There were no adverse patient consequences reported. Additional information was requested.